Event description:
On (B)(6) 2011, pt reported having issues with the up and down buttons on the infusion device not always responding. Pt stated the issue only occurs with the up/down buttons. Pt reported the buttons do not stick and pop back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product is being replaced and requested return of the alleged product for evaluation.